Manufacturer narrative:
Calibration was last performed on the day of the event. The calibration trace showed multiple failed calibrations for ises. The field service engineer observed air intrusion to the sipper pathway and found that the electrode chamber locking mechanism was loose. Pinch and sipper tubings were replaced and the locking mechanism was adjusted and lengthened to increase chamber locking pressure. A precision check, calibration, and qc were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 129 mmol/l. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. The sample was repeated on a different module on the same analyzer and the repeat result was 148 mmol/l. The customer alleged that the sample had an internal reference error alarm. Clarification was requested as to which result the alarm accompanied but not provided. The repeat result was deemed correct. The na electrode lot number and expiration date were requested but not provided.